Event description:
Reporter stated obtaining normal blood glucose device results but is waking up in the middle of the night in a "diabetic shock". Reporter stated before bed, blood glucose device result = 83mg/dl. Reporter stated taking insulin, reporter alleged a family member found them gurgling and unable to wake them up. Emergency medical technicians (emt's)were called. Reporter stated emt's glucose monitoring device = 26 mg/dl. Reporter indicated being treated with an IV by emt's before being transported to the hospital. Reporter stated was unsure of hospital glucose results. A request was made for the return of the suspect device and replacement product sent.